Event description:
Rptr noted power setting jumps from 0.3 to 3 watts during surgery after 65 shots. Pt had marked laser excessive dose burn. No treatment required. System was shut down and restarted.